Manufacturer narrative:
The received device had the cannula assembly deployed. During investigation, an internal leak was observed in the fluid path due to a tear in the soft cannula. This leak resulted in fluid diverting from the intended fluid path. Due to the damage on the internal portion of the soft cannula, the exposed portion of the soft cannula could not be tested to confirm the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patients blood glucose level rose to 300 mg/dl while wearing the pod between 1 and 4 hours on the leg.